Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported that the top cover of the autopulse platform (serial #(B)(4)) has a 4 inch cracked. Customer also noticed that there was an instance where the lifeband would not tighten but were not able to reproduce that issue. No patient involvement. The autopulse platform associated with this complaint was submitted under 3010617000-2020-00316.